Manufacturer narrative:
This complaint was received via user report and has been reported to norwegian medical products agency. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a norwegian medical products agency user report which reported the following information: a healthcare professional reported that a customer's abbott diabetes care (adc) device showed low glucose reading for over two days in use with an insulin pump. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer had eaten but it did not raised their blood sugar. Consequently, the customer went to the emergency room, where their blood glucose was measured and they obtained 26 mmol/l on a competitor brand device, compared to sensor scan result of 3-5mmol/l. The customer was sent to a local hospital and ruled out ketoacidosis, but with a blood sugar level of 23.9 mmol/l from unknown device. A laboratory glucose reading of 19 mmol/l was also obtained but no comparison reading from the sensor. The customer was sent home with sensor on, but took the insulin pump off. Adc customer service successfully contacted the customer and reported that they experienced symptoms described as "felt down and not much energy and no appetite". The customer undergone laboratory tests such as urine and blood test while in the hospital. There was no report of death or permanent impairment associated with this event.